Event description:
Reporter called on behalf of the pt allegeing the meter would not power on. The reporter mentined that the pt's legs were hurting at the time of the event and had to take the pt to the clinic and from the clinic the pt was taken to the hospital and was treated with insulin. There is no info on what the reading was in the hospital or the clinic. The battery was replaced less than a year ago and the reporter was unable/unwilling to verify if the battery was correctly installed or to describe the condition of the battery contacts.